Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3 and b6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (all channels = auxiliary, biopsy, suction ) tested positive with the following: 25 cfus (klebsiela oxytoca). The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of <1 cfu/100 ml and <1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The customer provided the cleaning, disinfection and sterilization process (cds checklist) and provided no additional information other than noting no patient infection. No answers were provided on the relevant information of hmi result at the customer site. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: the light guide lens was cracked, the charged coupled device cover lens was scratched, and the universal cord was wrinkled. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
After a microbiological routine control on this medical device, which was carried out as required by french regulation, the user detected an unexpected contamination. Event found during reprocessing. The user then left the medical device to the french olympus subsidiary for further investigation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.